Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h6 - adverse event problem - medical device code updated h7 - correction (other remedial action) added h9 - 1627487/06/02/2017/001-c added the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The report of ¿unable to communicate with ipg¿ was confirmed. Analysis of the returned ipg found it had entered service app state prior to the event date. Patient stated they were not sure if they even had therapy as far back as 2020 after having surgery for a broken leg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg is no longer functioning and will not communicate with external devices.